Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead did not have capture at max output. Pacing spikes were visible. The lead is still in use. Additional information received from the patient's daughter reported the "device battery didn't last very long. Also the doctor told us that his lv lead is loose where it connects to the device". The device was replaced. No patient complications were reported as a result of this event.